Event description:
Reference MDR #1219856-2011-00137 for the first event involving the same pt. It has been reported that in the operating room the intra-aortic balloon (iab) was being inserted in a female for preventative use. At the beginning of insertion, the iab became stuck in the saf sheath. There was no pt death, injuries or complications. The outcome of the pt was fine. The decision not to use a iab was made. They claim that inside an ultraflex box there was a super arrow-flex (saf) sheath that they used.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.